Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic anterior labral repair, when the suture was passed through labral the firstpass misfired. The firstpass was removed from shoulder through 8mm cannula and it was noticed that the metal catch on the superior jaw of first pass was missing. After shoulder scoping to ensure it was not in the shoulder joint, it was located in the drapes. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.